Event description:
The facility stated that the surgeon implanted an aq2010v 3 piece silicone lens. The lens was removed during the same procedure. The reason that lens was removed was unknown. The incision was enlarged to remove the lens and required a suture to close the wound. The injector model that was used was a msi-tm and the cartridge model that was used was a aq cartridge fp. The facility as unable to provide the injector and cartridge lot numbers.